Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter (still in use) which resulted in peritonitis. The peritonitis was manifested by a stomachache and effluent in the "shape of congee". The cause of the disconnection was not reported. The patient was hospitalized for the peritonitis event and was treated with unspecified intraperitoneal anti-inflammatory drug for the event. During hospitalization, the transfer set was replaced. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.